Manufacturer narrative:
H6: a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe), gore® dryseal flex introducer sheath (dsf sheath), gore® tri lumen catheter (tlc), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) were concomitantly used for the procedure. A 22 fr dsf sheath was attempted to be inserted from the right common femoral artery (cfa), but it could not be done due to strong resistance. The physician attempted to dilate the access vessel using an esheath and a mustang balloon. Even after that, the 22 fr dilator was still unable to be inserted, so the access site was changed to the left cfa. The 22 fr sheath was successfully inserted from the left cfa, though there was strong resistance. During establishment of the pull-through guidewire, the extension tube at the trailing end of the tlc was detached. Another tcl was used for the procedure. After tambe deployment, cannulation to the right renal artery and the celiac artery could not be done, so the respective portals were embolized by vascular plugs following vbxs deployment to the portals. The final angiography showed endoleaks from the celiac portal of tambe, connection site between tambe and distal bifurcated component (dbc), and connection site between dbc and contralateral leg component. They became minor after ballooning, so no further treatment was given and they were left for monitoring. The patient tolerated the procedure. Regarding the unintentional coverage of the right renal and celiac arteries, no health injury was found during the procedure, but the postoperative outcome was unknown. The reporting physician commented as follows: prior to the procedure, it had been considered difficult to cannulate the celiac and renal arteries, so embolization for those portals was an expected risk. Regarding the tlc extension tube separation, hope to see improvements made to the device.